Event description:
It was reported that the patient underwent a left total knee arthroplasty on an unknown date in 2007. Subsequently, the patient was revised on (B)(6) 2014 due to patellar pain. During the revision, the patella and bearing were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.